Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The complaint of cuff leak can be confirmed. The probable cause is due to insufficient solvent coverage application during assembly. A device history record (DHR) review could not be completed as no lot number was provided.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a leak was observed to be coming between the base of the cuff and the main tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation attributed this condition to an error during the manufacturing process. Complaint information will continue to be monitored.

Event description:
It was reported that the cuff leaks triggered ventilator alarm in intubated patient. There was disinfection or sterilization using alcohol, and no infectious disease occurred. This occurred while patient use. But there was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.